Event description:
According to the reporter, the cuff of the two tracheostomy tubes did not hold pressure and had been consistently leaking. The pressure was set and maintained at a pressure of 20 to 30 cmh2o, but the pressure was down to between 10 and 20 within 24 hours, sometimes less than 8 hours. There was no reported patient outcome.

Manufacturer narrative:
D10 concomitant product: 8cn85er, 8.5mm adt flex evac 8cn85er trach reuse, (lot #unknown) .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.